Event description:
It was reported that the patient is having the micl12.6 implantable collamer lens removed because she now has cataracts. Further information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted. This report is for the left eye. See MFR #2023826-2012-00271 for the other eye.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Method: medical review. Results: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusion: unable to confirm. Based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).